Event description:
It was reported that during the implant procedure, the pacemaker was not capturing signal. It was noted there was not any functionality on the pacemaker on the moment of implantation. The device was attempted and not used. Another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. (B)(4).